Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) could not be reviewed, as the device serial number was not provided.

Manufacturer narrative:
Leaflet escape represents an entire or portion of mechanical leaflet separating/breaking from the frame and embolizing distally. The embolization of the leaflet can cause obstruction in critical blood vessels resulting in tissue damage. In addition, the absence of leaflet in the heart valve will cause severe aortic regurgitation. This represents a surgical emergency and has resulted in deaths in our database. Images of the explanted valve were provided. As per image evaluation results, customer report of missing leaflet was confirmed through image evaluation. Two color photos of mechanical valve and leaflet fragment were provided. One of the mechanical valve leaflets appeared missing from the valve. A leaflet fragment was pictured in the second photo. Mechanical valve appeared to have moderate host tissue overgrowth around the stent circumference of the valve. The root cause of this event cannot be conclusively determined with the available information. The explanted device is not available for evaluation. However, the issue observed in this case was most likely due to a progression of the patient's underlying valvular disease pathology combined with the patient's other underlying risk factors. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of medical article 'fracture of an edwards duromedics mitral prosthesis leaflet', the following event was identified as pertaining to an edwards mechanical valve: a mechanical valve model 9120r was explanted after an implant duration of 33 years due to missing leaflet leading to regurgitation. As reported, this (B)(6)-year-old patient was admitted for sudden acute progressive dyspnea. Urgent transthoracic echocardiography showed a malfunctioning bileaflet mitral prosthesis with severe regurgitation. Transthoracic echocardiography demonstrated 1 leaflet was working properly, but the second leaflet was suspected to be either stuck in the open position or was absent. Perioperative transesophageal echocardiography confirmed the leaflet was missing. Femorofemoral cardiopulmonary bypass was instituted first, using a mitral prosthesis approached by left atriotomy. After the pulmonary veins, the left cardiac chambers, and the ascending aorta were carefully inspected, the missing leaflet was not found. The ed prosthesis was excised and replaced with a non-edwards device. Full-body computed tomography (CT) scanning was performed and showed the displaced leaflet was in the bifurcation of the descending aorta. Vascular surgery was performed to remove the embolized leaflet. After the surgery thoraco-abdominal computed tomography (CT) was performed again and it showed the other half of the leaflet was still present in the illiac artery. The patient was taken back to the operational room to remove it. The surgery was successful and the patient was discharged home. As per tee report received, the patient was admitted at the hospital showing sudden acute progressive dyspnea, resting tachycardia (hr>100bpm) and lv systolic function mild-moderately impaired with an ef between 40-45%. The mitral valve was well seated. Only one leaflet was moving normally and the other one was missing. There was severe mitral regurgitation and mitral high gradients (25/14mmhg) probably due to the regurgitation.